Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Three photographs of a dual lumen groshong nxt catheter were returned for evaluation. An initial visual observation of the photographs showed what appears to be a break in the extension leg tubing of the white lumen of the catheter, just distal to the white collar of the extension leg. The break sites appeared to be mostly smooth and even, but no further details of the break sites could be seen in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported "tubing leakage". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported "tubing leakage". No other information was provided.